Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported intraoperatively that the right atrial (ra) lead exhibited undersensing due to patient anatomy. Multiple positions were tried repeatedly, the ra lead was explanted and replaced. No patient complications have been reported as a result of this event.